Event description:
It was reported that the patient presented in clinic follow up with over-sensed noise exhibited by the atrial lead that caused episodes of inappropriate mode switch. Programming changes were made. The patient was in stable condition and will continue to be monitored.